Event description:
It was reported to philips healthcare that the heartstart mrx unexpectedly shutdown and would not turn back on during monitored transport of the pt. There was no reported pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.